Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a few years ago, the patient underwent magnetic resonance imaging (MRI) and the pump stopped. It was noted that within 10 minutes, the patient could feel the effects of the pump not working. The event date was unknown. No further complications were reported or anticipated.